Event description:
It was reported by a getinge service territory manager (stm) during an scheduled service. The logs for the cardiosave intra-aortic balloon pump (iabp) registered failure codes 111 and 112. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and during review of the log records, failure codes 111 and 112 were observed. The fse reloaded software b.14 according to manufacture requirements. Subsequently, the fse performed a full calibration, functional, and safety checks. All passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by a getinge service territory manager (stm) during an scheduled service. The logs for the cardiosave intra-aortic balloon pump (iabp) registered failure codes 111 and 112. There was no patient involvement, and no adverse event reported.